Manufacturer narrative:
Additional information was received that the patient had infection at the ipg site. Symptoms were redness, swelling and fever. Antibiotics were prescribed. The physician did not suspect that infection was procedure or device related. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that after a recent revision (MFR report #: 3006630150-2015-02770), the patient's incision started to open up and the physician could literally see the extensions sticking out from the site. The patient underwent an explant procedure. It was also reported that a piece of a lead had fractured 2 cm from the anchor site during the procedure and the remaining fragment of the lead was left inside the patient. No further course of action regarding the fragment of a lead that was left in the body.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm, model #: sc-4316, lot #: 16647625/17333111, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a recent revision (MFR report #: 3006630150-2015-02770), the patient's incision started to open up and the physician could literally see the extensions sticking out from the site. The patient underwent an explant procedure. It was also reported that a piece of a lead had fractured 2 cm from the anchor site during the procedure and the remaining fragment of the lead was left inside the patient. No further course of action regarding the fragment of a lead that was left in the body.